Event description:
The customer reported the ventilator power cord sparked when plugged into the wall. The customer reported the ventilator was not in use on a pt, therefore there was no pt harm or involvement. Upon eval of the power cord, the manufacturer's service tech reported the grounding stud of the power cord plug was bent. The service tech did not attempt to plug the power cord into the wall to duplicate the customer reported problem. The service tech replaced the power cord to complete the repair. Extended self testing (est) and applicable final testing was completed and passed to operating specifications. The visual inspection of the ac power cord revealed evidence of physical abuse.

Manufacturer narrative:
Power cord.